Event description:
The nurse inserted the catheter into the patient without difficulty, 2006. Two days later, the extension tubing detached from the adapter, that is connected to the stopcock. The nurse removed the catheter and inserted a new nexiva unit.

Manufacturer narrative:
The sample has been received and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.